Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that medicine was unable to flow through the bd micro-fine¿+ pro pen needle during the priming process. The following information was provided by the initial reporter, translated from japanese: "when an hcp gave support on injection for a patient in a hospital ward, the drug solution did not come out upon priming."

Manufacturer narrative:
Eighty five sealed and one open 32g x 4mm pen needle samples and three photos were returned from lot. No. 1195589, cat. No. 320559. Visual examination was carried out on all returned samples and photos and a bent non patient end of cannula was observed on the one open sample. No issues were observed with the eighty five sealed samples. A clog test as per q-sop-183-dl was carried out on thirty of the sealed samples and no issues were observed. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As the confirmed sample was returned open it is not possible to confirm this defect to be manufacturing related.

Event description:
It was reported that medicine was unable to flow through the bd micro-fine¿+ pro pen needle during the priming process. The following information was provided by the initial reporter, translated from japanese: "when an hcp gave support on injection for a patient in a hospital ward, the drug solution did not come out upon priming.".